Event description:
A neurologist at a medical care facility was assessing a pt presenting with stroke symptoms and an acute arterial occlusion. The doctor was using a vitrea CT brain perfusion for risk/benefit determinations for intervention decisions based on the state of infarct brain tissue. The facility was unable to load a brain perfusion study to the vitrea CT brain perfusion application. Based on available cta results and clinical presentation of the pt, the doctor decided to intervene and surgically remove a brain clot. The pt later developed bleeding on the brain as a complication of the procedure.

Manufacturer narrative:
The root cause of the issue is the user was attempting to load an unsupported "axial twist" dataset around the z-axis, which was blocked by the software. This product limitation is already notified to users by the release note ((B)(4)) provided with the software.